Manufacturer narrative:
Date sent: 10/28/2009. Info is unavailable; device was not returned for eval. Device not returned. Eval summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the device broke off in abdomen during laparoscopic cholecystectomy. Post procedure was visualizable radiographically. Surgeon attempted to find it using laparoscope but was unsuccessful. Left message with contact for add'l info. Spoke to contact and the following was rec'd: the pt was a female. The tip of the applier broke off and the surgeon was unable to retrieve it. The surgeon felt the risk of converting to open or attempting to retrieve it after the fact was higher than leaving the piece in. The pt was released and no further action has been taken.